Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Customer states device alarmed and displayed failed battery test. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 315 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, operating currents, self test, off no power, a21 error, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No failed battery alarm, no bad battery alarm and no battery out limit alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.